Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system. During the procedure, the navitor valve had been partially re sheated at the annulus level under rapid pacing and a full resheath for the third repositioning attempt was underway. At this point the ds had been pulled back to the level of just distal to the aortic arch. It was found that the valve would not re sheath into the valve capsule, regardless of the resheathing wheel being at the very end of travel. It was advised that the physician pull the delivery system back to the descending aorta, unsheath the valve slightly, and attempt re sheathing. This was done and the valve was able to be pulled into the valve capsule but with a tiny bit of the stent still protruding from the capsule. The micro adjustment wheel was then utilized to bring the radiopaque nose cone to meet the valve capsule. The system was then removed with no vascular injuries to the patient. Once removed, it was observed that the valve capsule was bunched up at the proximal end of the capsule. There were no adverse heath consequences to the patient and the patient is doing well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system. During prep, there were no issues with the loading of the valve. During the procedure, the navitor valve had been partially re sheathed at the annulus level under rapid pacing and a full resheath for the third repositioning attempt was underway. At this point the ds had been pulled back to the level of just distal to the aortic arch. It was found that the valve would not re sheath into the valve capsule, regardless of the resheathing wheel being at the very end of travel. It was advised that the physician pull the delivery system back to the descending aorta, unsheath the valve slightly, and attempt re sheathing. This was done and the valve was able to be pulled into the valve capsule but with a tiny bit of the stent still protruding from the capsule. The micro adjustment wheel was then utilized to bring the radiopaque nose cone to meet the valve capsule. The system was then removed with no vascular injuries to the patient. Once removed, it was observed that the valve capsule was bunched up at the proximal end of the capsule. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse heath consequences to the patient and the patient is doing well.

Manufacturer narrative:
An event of retraction problem and damage to the valve capsule was reported. The device was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. However, the valve capsule and inner shaft were noted to be damaged, which is consistent with damage during use. Due to the condition of the returned device, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.